Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Returned sample was evaluated: the lens was rotated inside the cartridge and remained in the nozzle. The volume of used viscoelastic material appears to be enough. Returned lens was damaged. There were no similar events reported for this lot. (B)(4).

Event description:
Reportedly, as the surgeon was preparing to inject a ks-ni2 aq310ain intraocular lens diopter +23.0 into the patient's eye, the surgeon decided to not use the lens. The reporter states that "when pushing rod, there was no 'click' sound." The surgeon continued to attempt to inject the lens but states the lens had rotated inside the injector and "found abnormal." This occurred on (B)(6) 2019. There was no patient contact with this lens. A back-up lens was successfully implanted.